Manufacturer narrative:
(B)(4). The patient had hypertension emergencies which are being treated with several medications. The hypertension is unlikely related to peritoneal dialysis with fresenius products and likely related to the patient¿s non-compliance with treatment on the cycler, manual peritoneal dialysis, and also medical management. The actual device was returned to the manufacturer for physical evaluation. An external, visual inspection of the returned cycler exterior showed no signs of any physical damage. A simulated treatment was completed without alarms or problems occurring. There were no fluid leaks in the test cassette during the test treatment. The simulated treatment was performed and completed without any failures or problems. None of the reported complaint symptoms were confirmed. The valve actuation test passed. The system air leak test passed. The internal, visual inspection of the received cycler found no discrepancies. Additionally, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by the patient¿s nurse that the patient¿s blood pressure was 185/110 hg, and the patient had not been able to sleep. The patient had experienced a fill complication alarm while in fill 1, as well as a supply bag lines blocked message on the cycler, which resulted in the replacement of the cycler. The patient was reportedly only performing 3 of the 5 recommended manual exchanges while off the cycler, and as such was not compliant with their prescribed number of exchanges. Additionally, the patient was taking blood pressure medications frequently, and sooner than scheduled. The patient¿s physician also remarked that the patient missed his appointments. Per the patient¿s physician, the patient could not be managed over the phone. During a follow up call placed to the patient by the nurse on the next day, the patient reported a blood pressure of 200/100 hg, and was advised to go to the emergency department (ER) for hypertension management. The patient was treated with clonidine and hydralazine in the ER, was kept for four hours, and then discharged home with a blood pressure of 200/116 hg. The patient took the prescribed blood pressure medications again once home, and the patient¿s blood pressure was 212/135 hg. The patient¿s physician requested the patient go to a different hospital, to better manage the patient¿s hypertension. The patient reported subsequently that his blood pressure was decreased to 127/72 hg, and the patient was able to sleep.